Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history was not reported. Concomitant medication included metformin hydrochloride for unknown indication. The patient received human insulin isophane suspension (rdna origin) injections (humulin n 100 iu/ml) via cartridge through a humapen ergo teal with a clear cartridge holder, once daily before sleep, subcutaneously, for the treatment of diabetes, beginning in 2005. Dose was not provided. She also received human insulin (rdna origin) injections (humulin r 100 iu/ml) via cartridge through a humapen ergo teal with a clear cartridge holder, thrice a day 12 at morning, 10 at noon and 12 at evening (no units), subcutaneously, for the treatment of diabetes, beginning in 2005. Additionally, she received insulin glargine, starting in 2005, and insulin aspart. Dosage regimens, routes of administration, indications for use and start date (for insulin aspart) were not reported. In 2005, while on human insulin isophane suspension and human insulin, due she experienced high blood sugar, the human insulin isophane suspension treatment was changed to insulin glargine. On unknown dates, she was hospitalized several times, but physician could not control her blood sugar well. Information regarding hospitalizations, including start and discharge dates, corrective treatment or diagnostic/laboratory test performed, was not provided. On an unknown date, her physician let the patient change human insulin treatment to insulin aspart. After using it, her blood sugar was still high and she changed back to human insulin treatment again by herself. Reportedly, on an unknown date, her fasting blood glucose was 10-20 (no units). On (B)(6) 2016, the injection screw of a humapen ergo teal with a clear cartridge holder could not move out (product complaint (pc) 3739766/lot number 0404a03). As of (B)(6) 2016, her blood sugar was still high but better than before; her fasting blood sugar was 9-10 (no units). Information regarding correctives treatments, outcomes of the events, insulin glargine and insulin aspart treatments statuses were unknown. In was unknown when or if human insulin isophane suspension treatment would be restarted. Human insulin treatment was continued. The user of the humapen ergo teal with a clear cartridge holder and the training status was not provided. The humapen ergo teal with a clear cartridge holder model duration of use was not provided but started since 2005. The action taken with the humapen ergo teal with a clear cartridge holder and the return status was unknown. The reporting consumer did not know if the events were related to human insulin isophane suspension, human insulin, insulin glargine and insulin aspart treatments or the humapen ergo teal. Edit 19-aug-2016: (B)(6) was processed and added it in narrative, changed device model to humapen ergo teal with clear cartridge holder and added improper use of device. Update 19aug2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported the injection screw of her humapen ergo device could not move out. The patient experienced increased blood glucose. Investigation of the returned device (batch 0404a03, manufactured april 2004) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. While the exact duration of use was not provided, the patient indicated the device was started in 2005. Therefore, it is likely that the patient used the device beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient indicated the device was started in 2005; therefore, it is likely the patient used the device beyond its approved use life. The extended use is not relevant to this case as the device met dose accuracy and glide (injection) force specifications.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history was not reported. Concomitant medication included metformin hydrochloride for unknown indication. The patient received human insulin isophane suspension (rdna origin) injections (humulin n 100 iu/ml) via cartridge through a humapen ergo teal with a clear cartridge holder, once daily before sleep, subcutaneously, for the treatment of diabetes, beginning in 2005. Dose was not provided. She also received human insulin (rdna origin) injections (humulin r 100 iu/ml) via cartridge through a humapen ergo teal with a clear cartridge holder, thrice a day 12 at morning, 10 at noon and 12 at evening (no units), subcutaneously, for the treatment of diabetes, beginning in 2005. Additionally, she received insulin glargine, starting in 2005, and insulin as part. Dosage regimens, routes of administration, indications for use and start date (for insulin as part) were not reported. In 2005, while on human insulin isophane suspension and human insulin, due she experienced high blood sugar, the human insulin isophane suspension treatment was changed to insulin glargine. On unknown dates, she was hospitalized several times, but physician could not control her blood sugar well. Information regarding hospitalizations, including start and discharge dates, corrective treatment or diagnostic/laboratory test performed, was not provided. On an unknown date, her physician let the patient change human insulin treatment to insulin as part. After using it, her blood sugar was still high and she changed back to human insulin treatment again by herself. Reportedly, on an unknown date, her fasting blood glucose was 10-20 (no units). On (B)(6) 2016, the injection screw of a humapen ergo teal with a clear cartridge holder could not move out (product complaint (pc) (B)(4)/lot number 0404a03). As of (B)(6) 2016, her blood sugar was still high but better than before; her fasting blood sugar was 9-10 (no units). Information regarding correctives treatments, outcomes of the events, insulin glargine and insulin as part treatments statuses were unknown. In was unknown when or if human insulin isophane suspension treatment would be restarted. Human insulin treatment was continued. The user of the humapen ergo teal with a clear cartridge holder and the training status was not provided. The humapen ergo teal with a clear cartridge holder model duration of use was not provided but started since 2005. The device was returned on 19aug2016, and no malfunction was found. The reporting consumer did not know if the events were related to human insulin isophane suspension, human insulin, insulin glargine and insulin as part treatments or the humapen ergo teal. Edit 19-aug-2016: pc number (B)(4) was processed and added it in narrative, changed device model to humapen ergo teal with clear cartridge holder and added improper use of device. Update 19aug2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 12sep2016: additional information received on 09sep2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 12-sep-2016. Upon internal communications on 22-aug-2016. This case was unlocked due to a pc number (B)(4) that was already processed accordingly. No changes were made to this case.